Event description:
It was reported that there were signs of rust at the machine connection part of the universal oscillating saw attachment. This was found during kit inspection. As such, there was no report of patient injury.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.